Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') and genital haemorrhage ('abnormal bleeding(general)') in a 37-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2019, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia ("menometrorrhagia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have uterine leiomyoma ("fibroids"), 12 years 4 months after insertion of essure (ess205). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("lower abdominal pain"), adnexa uteri pain ("pain: location of ovaries"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), rash ("rash/rashes"), skin disorder ("skin condition"), allergy to metals ("nickel allergy"), nausea ("nausea"), irritable bowel syndrome ("gi conditions/ibs") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (she had hysterectomy (full) and salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, abdominal pain lower, adnexa uteri pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, rash, skin disorder, allergy to metals, hormone level abnormal, nausea, irritable bowel syndrome and alopecia had resolved and the genital haemorrhage, menometrorrhagia, vaginal haemorrhage and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, allergy to metals, alopecia, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, irritable bowel syndrome, menometrorrhagia, menorrhagia, metrorrhagia, nausea, pelvic pain, rash, skin disorder, uterine leiomyoma and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/abdominal, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), rash/skin condition, nickel, hormonal changes, nausea, gi conditions, hair loss. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2007: essure confirmation test result not provided.. Pathology test - on (B)(6) 2019: cervix: squamous metaplasia, small nabothian cysts; no evidence of dysplasia or carcinoma. Endometrium: weakly preoperative endometrium with mild patchy chronic inflammation. Sub mucosal leiomyoma: no evidence of endometrial hyperplasia or maugnanacy. Myometrium: leiomyomata. Serosa: leiomyoma. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2019: plaintiff fact sheet received. Events: abnormal bleeding(general), abnormal bleeding (vaginal), fibroids, menometrorrhagia, lower abdominal pain, pain: location of ovaries were added. Event outcome was added for the events: lower abdominal pain, pain: location of ovaries. Event gastrointestinal disorder was updated to irritable bowel syndrome. Event onset date was updated. Lab data and reporter's information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), rash ("rash"), skin disorder ("skin condition"), allergy to metals ("nickel allergy"), nausea ("nausea"), gastrointestinal disorder ("gi conditions") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (she had hysterectomy (full) and salpingectomy (bilateral)). At the time of the report, the dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, menorrhagia, metrorrhagia, rash, skin disorder, allergy to metals, hormone level abnormal, nausea, gastrointestinal disorder and alopecia had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, dysmenorrhoea, dyspareunia, gastrointestinal disorder, hormone level abnormal, menorrhagia, metrorrhagia, nausea, pelvic pain, rash and skin disorder to be related to essure (ess205). The reporter commented: she received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/abdominal, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), rash/skin condition, nickel, hormonal changes, nausea, gi conditions, hair loss. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2007: essure confirmation test not provided.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: reporter details and patient demographics and laboratory test were added. Updated essure drug indication. On (B)(6) 2019, she explanted essure. Injury event was replaced with dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),pelvic/abdominal, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), rash/skin condition, nickel, hormonal changes, nausea, gi conditions, hair loss. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.